Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. All steps performed by instructions for use (IFU). During preparation of the clip delivery system (cds) it was noticed that the clip turns suddenly 180 degrees while having too much tension on the dc handle. For troubleshooting, the physicians kept retracting and advancing the dc handle to release the tension with no success. When rotating the dc handle clockwise or counter clockwise just less than 1/4 turn, the clip "jumps" 180 degrees to that direction. The physicians continued the complete device preparation but at the end, when testing, the clip was still having sudden movements. It was decided to replace the cds to continue the procedure. One clip was deployed, reducing mr to a grade of <1.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (dc shaft positioning) was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unintended movement (dc shaft positioning) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.